Event description:
The manufacturers representative reported the patient was experiencing a loss of drug efficacy with increased spasticity for 2.5 months. At a recent pump refill, there was a volume discrepancy of greater than 25%. The patient was receiving baclofen 500mcg/ml. The reporter had no other information and did not know the patient outcome. A follow up report will be sent additional information is received.